Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that on (B)(6) 2019 during a routine device check, the rep checked impedances and connectivity and found high impedances and no connectivity on contact 8. The patient denied any falls or trauma, and they had no complaints. The rep reprogrammed around the contact and the patient was getting relief with the new programming. No symptoms were reported. No further complications were reported or anticipated.